Event description:
The consumer reported a power on reset (por). The patient was having heart procedures (including cardioversion, ablation, and heart shocks) at the time the por's were seen. It was indicated the physician at healthcare provider's (hcp) office would clear the por's for her. The patient also received a new patient programmer from the physician. No symptoms were reported. It was noted the por following the cardio version occurred in (B)(6) 2015; the por following the ablation occurred in (B)(6) 2015; the 2 por's following the 2 heart shocks occurred in (B)(6) 2015; the por following the 1 heart shock occurred in (B)(6) 2015; the por following ablation occurred in (B)(6) 2016; the por following ablation occurred on (B)(6) 2016. Additional information received 5 days later via the healthcare provider (hcp) reported troubleshooting involved reprogramming of the handheld device. Actions taken to resolve the por included reprogramming of the handheld device performed by the representative in the office. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.